Event description:
The customer reported the device was smoking during therapy. No harm, death or serious injury was reported. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.